Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise and oversensing resulting in pacing inhibition. Technical services (ts) reviewed noting this appeared to be diaphragmatic noise. This patient was then in clinic in which the rv sensitivity would be increased. Noise was unable to be reproduced in clinic with extensive isometrics. This patient will continue to be monitored. This crt-d remains in service. No adverse patient effects were reported.